Event description:
Recurrent issues with grifols dosi-fuser portable elastomeric infusion pump. Pumps are both not running curative chemotherapy or running too fast which results in patient harm events. Reached out to manufacturer by phone, email, web intake, and unable to receive any collaboration to resolve or correct issues. University of (B)(6) is halting use immediately and providing alternative infusion mechanisms for patients. In this instance, pump finished 26 hours early. Patient with tachycardia and related symptoms.